Event description:
The customer reported the left monitor displayed dark and grayed out images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brightness and contrast settings on the left monitor were adjusted. The system was then found to be operating as intended.